Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 38-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colectomy. She has no new complaints today. Denies any fever or chills, cough. Denies any abdominal pain. Denies any gi complaints or uti complaints. Concurrent conditions included nausea, diarrhea, vaginal discharge, vaginal burning sensation, vaginal odor and vaginal itching. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2013, 7 years 3 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 1 coil left ostia and 2 coils right ostia. As per pfs ,essure confirmation test was not conducted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. On (B)(6) 2013 patient had surgical pathology report resulted in consists of tan to deep red soft tissue which aggregates to 2.5 x 2.0 x 0.2 cm.uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: nabothian cysts. Secretory endometrium. Leiomyomas. Unremarkable fallopian tubes. Uterus, cervix and bilateral fallopian tubes", is a 161 g, 11.2 x 6.0 x 5.5 cm uterus with attached bilateral fimbriated fallopian tubes, each 6.0 cm in length x 0.7 cm in diameter. There are esssure microinsert coils in the proximal fallopian tubes. The serosa is pink-tan, smooth and glistening. The uterus is opened to disclose a 4.0 x 3.0 cm endometrial cavity lined by pinktan 0.2 cm thick endometrium. The myometrium is 2.4 cm in thickness. There are two intramural. Leiomyomata in the posterior wall, 0.4 and 1.0 cm in diameter. The cervix, 3.7 cm in diameter, is white-tan and gently wrinkled. The endocervical canalis unremarkable. Representative sections are submitted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Following event: psychological or psychiatric problems: depression and mental anguish. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 30-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colectomy. She has no new complaints today. Denies any fever or chills, cough. Denies any abdominal pain. Denies any gi complaints or uti complaints. Concurrent conditions included nausea, diarrhea, vaginal discharge, vaginal burning sensation, vaginal odor and vaginal itching. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 1 coil left ostia and 2 coils right ostia. As per pfs ,essure confirmation test was not conducted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. On (B)(6) 2013 patiet had surgical pathology report resulted in consists of tan to deep red soft tissue which aggregates to 2.5 x 2.0 x 0.2 cm.uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: nabothian cysts secretory endometrium. Leiomyomas. Unremarkable fallopian tubes. Uterus, cervix and bilateral fallopian tubes", is a 161 g, 11.2 x 6.0 x 5.5 cm uterus with attached bilateral fimbriated fallopian tubes, each 6.0 cm in length x 0.7 cm in diameter. There are esssure microinsert coils in the proximal fallopian tubes. The serosa is pink-tan, smooth and glistening. The uterus is opened to disclose a 4.0 x 3.0 cm endometrial cavity lined by pinktan 0.2 cm thick endometrium. The myometrium is 2.4 cm in thickness. There are two intramural leiomyomata in the posterior wall, 0.4 and 1.0 cm in diameter. The cervix, 3.7 cm in diameter, is white-tan and gently wrinkled. The endocervical canalis unremarkable. Representative sections are submitted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia and dysmenorrhea most recent follow-up information incorporated above includes: on 24-apr-2018: pfs+mr received:reporter added,patient concomiatnt condition added, lab data added, lot number added, events aded as :- vaginal haemorrhage, dysmenorrhoea, menorrhagia. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 38-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colectomy. She has no new complaints today. Denies any fever or chills, cough. Denies any abdominal pain. Denies any gi complaints or uti complaints. Concurrent conditions included nausea, diarrhea, vaginal discharge, vaginal burning sensation, vaginal odor and vaginal itching. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2013, 7 years 3 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 1 coil left ostia and 2 coils right ostia. As per pfs ,essure confirmation test was not conducted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. On (B)(6) 2013 patiet had surgical pathology report resulted in consists of tan to deep red soft tissue which aggregates to 2.5 x 2.0 x 0.2 cm.uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: nabothian cysts secretory endometrium. Leiomyomas. Unremarkable fallopian tubes. Uterus, cervix and bilateral fallopian tubes", is a 161 g, 11.2 x 6.0 x 5.5 cm uterus with attached bilateral fimbriated fallopian tubes, each 6.0 cm in length x 0.7 cm in diameter. There are esssure microinsert coils in the proximal fallopian tubes. The serosa is pink-tan, smooth and glistening. The uterus is opened to disclose a 4.0 x 3.0 cm endometrial cavity lined by pinktan 0.2 cm thick endometrium. The myometrium is 2.4 cm in thickness. There are two intramural leiomyomata in the posterior wall, 0.4 and 1.0 cm in diameter. The cervix, 3.7 cm in diameter, is white-tan and gently wrinkled. The endocervical canalis unremarkable. Representative sections are submitted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia and dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 38-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colectomy. She has no new complaints today. Denies any fever or chills, cough. Denies any abdominal pain. Denies any gi complaints or uti complaints. Concurrent conditions included nausea, diarrhea, vaginal discharge, vaginal burning sensation, vaginal odor and vaginal itching. Concomitant products included lactobacillus reuteri (probiotica) from november 2013 to december 2013, paracetamol (acetaminophen) since 2006, pseudoephedrine from november 2013 to december 2013 and vitamins nos (multivitamin) from november 2013 to december 2013. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 7 years 3 months after insertion of essure (ess205). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 1 coil left ostia and 2 coils right ostia. As per pfs ,essure confirmation test was not conducted. Plaintiffs received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure device was successfully occluded.. Diagnostic results: on (B)(6) 2013 patiet had surgical pathology report resulted in consists of tan to deep red soft tissue which aggregates to 2.5 x 2.0 x 0.2 cm.uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: -nabothian cysts -secretory endometrium. -leiomyomas. -unremarkable fallopian tubes. Uterus, cervix and bilateral fallopian tubes", is a 161 g, 11.2 x 6.0 x 5.5 cm uterus with attached bilateral fimbriated fallopian tubes, each 6.0 cm in length x 0.7 cm in diameter. There are esssure microinsert coils in the proximal fallopian tubes. The serosa is pink-tan, smooth and glistening. The uterus is opened to disclose a 4.0 x 3.0 cm endometrial cavity lined by pinktan 0.2 cm thick endometrium. The myometrium is 2.4 cm in thickness. There are two intramural leiomyomata in the posterior wall, 0.4 and 1.0 cm in diameter. The cervix, 3.7 cm in diameter, is white-tan and gently wrinkled. The endocervical canalis unremarkable. Representative sections are submitted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia and dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Events outcomes were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.